Event description:
The facility reports a pt slid out of the saf-lift seat and had the lap strap around pt's neck. A care provider also reported an injury. The pt experienced neck and back pains, pt's back was red and bruised, and the right side of pt's neck had a large indentation due to the safety belt. The care provider experienced pain in the left side of the neck, shoulder, and arm. No eval was performed on the care provider.